Manufacturer narrative:
Additional info has been requested and if received wil be provided on a supplemental report.

Event description:
Surgeon reports via our sales rep, that the pt complaint and pain at the fracture site and therefore, the nail was removed. He further states that on removal of the implant, it was noticed that the nail is broken. A revision has yet to be planned.